Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Correction: h4: in initial report, the device manufacture date was inadvertently reported as 3/28/2008, however the correct date is 2/29/2008. This follow up has the correct date indicated in section h4. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service specialist (fs) for the reported max energy is 1.75 and customer indicates flaps lift with some difficulty issues. The fs verified that the energy was 1.75. The fs resolved the issue by removing an replacing amp assembly, seeding beam from oscillator and verifying beam with auto-correlator. Max power 1.95. System met jnj specifications. A johnson & johnson application support manager (asm) discussed with surgeon the instruments used and humidity in room. The surgeon has decided to order disposable instruments to rule out their surgical instruments. The account will be looking into all aspects of the cleaning process but thought could quickly eliminate the instruments by using disposables. It is also note the site location struggles with humidity and runs several humidifiers in the room, prior to and during laser treatment. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient experienced dlk stage 2+ on both eyes (ou). A flap lift and rinse were performed on the right eye only. The treating surgeon comments were of sticky flaps occurring when the raster bed energy was slightly increased.